Event description:
It was reported that the images received from the 2500p system were not readable on the c-arm.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep trouble shot the system.